Manufacturer narrative:
An event regarding femoral head disassociation from femoral stem trunnion involving an accolade stem was reported. The event was confirmed as the trunnion was identified to be worn and as a result the taper lock was compromised. Method & results: device evaluation and results: device was not returned however, visual inspection was carried out on the provided explanted images. The images shows significant wear on the trunnion of the stem. Some scratches, blood stains & black stains were also noted on the device. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient presented with "clicking of his hip" for two months. It was reported that the patient arrived in the emergency dept presenting with femoral head disassociation from femoral stem trunion. It was reported that patient had undergone primary hip arthroplasty in 2009. It was reported that the patient underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with "clicking of his hip" for two months. It was reported that the patient arrived in the emergency dept presenting with femoral head disassociation from femoral stem trunnion. It was reported that patient had undergone primary hip arthroplasty in 2009. It was reported that the patient underwent revision surgery (B)(6) 2017.